Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 756 mg/dl. Troubleshooting was performed and found that the carbohydrate ratio was set incorrectly. The insulin pump passed the prime and self tests. The customer did not have a tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.